Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the patient's pain and subsequent revision cannot be confirmed from the provided information but may be due to the inclusion of the implanted polyethylene in the packaging recall. There appear to be isolated pits/damage on the articular surface but no indications of volumetric wear. However, this cannot be confirmed as the devices were not available for evaluation and potential contributions from patient-related considerations could not be assessed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 4651123 - 2-010-03-0230 - logic cr femoral cem, left, sz 3. 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2024, approximately 7 years post the initial procedure. The surgeon revised the patient due to pain and synovitis. The surgeon noted wear. There were no issues with the surgery. The explanted devices are not available for return. X-rays and a device image were provided. No further information.